Event description:
It was reported that the bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from japanese to english: since the user felt different when the needle was pulled out durig use, the needle was checked and found to be corroded brown from around the hub, rather than just the needle being corroded.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from japanese to english: since the user felt different when the needle was pulled out durig use, the needle was checked and found to be corroded brown from around the hub, rather than just the needle being corroded.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 08-may-2023. H6: investigation summary: one open 32g x 4mm pen needle sample and four photos were returned from lot. No. 9317865, cat. No. 320136. Visual examination was carried out on the returned sample and photos and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.